Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with dizziness and a heart rate in the 40¿s. T-wave oversensing (twos) was confirmed on the right ventricular (rv) lead leading to pacing at 40 beats per minute. Reprogramming was done that eliminated the twos. It was noted that the patient had a large weight loss which the doctor suspected may have changed the orientation of the heart and lead axis resulting in the new onset of twos. The lead remains in use. No further patient complications have been reported as a result of this event.